Event description:
It was reported, a female underwent revision surgery due to the fracturing of a nail 8 months post op.

Manufacturer narrative:
Add'l info, has been requested and if received, will be provided on a supplemental report.